Event description:
It was reported that during a routine device replacement procedure, it was noted that there was insulation missing and an exposed conductor on the pace/sense portion of the right ventricular (rv) lead. It was also noted that there was a small insulation breach on the left ventricular (lv) lead. Both lead were repaired with silicone from a lead splice kit and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.